Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 500:320:654:0000, and determined the root cause to be the user holding down the panel lockout button for more than 50 seconds. No actions were necessary to repair the reported condition. A follow up report will be submitted if additional information becomes available.

Event description:
The facility reported a colleague infusion pump which experienced failure code 500:320:654:0000. It is unknown when or at what point in the process this condition occurred. No patient injury or medical intervention was reported. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The field service engineer reported on behalf of the facility a colleague infusion pump with a condition of failed downstream occlusion at preventative maintenance. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. Baxter's review of the device event history confirmed the reported condition as a downstream occlusion; which interrupted delivery. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.